Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed failure analysis investigation. The instrument exhibited a broken pitch cable at the distal clevis hub. The broken pitch cable segment that contains the crimp was missing from the clevis. The clevis did not exhibit any damage or wear marks. Other cables at the wrist were not damaged. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken pitch cable, found during failure analysis evaluation were to recur it could cause or contribute to an adverse event.

Event description:
It was reported during a da vinci assisted gastric bypass surgical procedure, the cadiere forceps instrument tip was not functioning correctly. More specifically the movement of the tips of the instrument were restricted. There was no report of fragments falling into a patient and the planned surgical procedure was completed with no patient harm, adverse outcome, or injury reported.